Manufacturer narrative:
Additional narrative: serial/lot number is unknown. The manufacturing location is unavailable. The device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after completion of wound closure during an arthroplasty surgical procedure, a black colored oily substance was discovered on the battery oscillator device and a saw blade device. According to the report, the nurse attempted to install a new blade device to the connection part of the oscillator device in preparation for an additional knee surgery and discovered a liquid like oil colored in black adhered to both the blade device and the oscillator device. According to the reporter, the oily substance contained some very small substances. There were no reports of delays to the surgical procedure. It was reported that eventually the surgery proceeded with a new spare blade device used together with the oscillator device and the surgery was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.